Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the rate on the external pulse generator seemed to be "off." The calltaker walked the caller through a check and based on that the rate did not seem to be out of specification. The biomedical engineer was to hold onto the device and test with a defibrillation tester. It was indicated that there was no patient involvement associated with the event.